Manufacturer narrative:
(B)(4). Device investigation could not be performed because the device was discarded by the user facility. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Reviewing of production records found no indication of product quality deficiency. Base on the obtained information, it was presumed that torsion exceeding the product's design limit was inadvertently applied while the catheter tip was being trapped in the calcified cto, and that stress led the catheter tip to be damaged and eventually torn off upon removal.. Instructions for use (IFU) states: [warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunction and adverse effects] separation.

Event description:
It was reported that the tip of an asahi microcatheter became separated during a poba to treat a mildly calcified cto in the proximal lcx. A guide wire was advanced with the microcatheter to cross the cto. The guide wire could cross the lesion swiftly/easily (<10min); however, the microcatheter failed. Minimal torque was applied in attempts to cross the lesion; however, the microcatheter would not cross. When the microcatheter was pulled back for device exchange, the tip was noticed separated. A balloon was delivered to push the separated tip; the tip could not be retrieved. The physician decided to proceed with subintimal preparation for the next/second attempt. The procedure ended up unsuccessful. There were no clinical consequences for the patient. The current status of the patient was reportedly stable.

Manufacturer narrative:
Asahi intecc has determined that the date recorded "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided to reflect the date the initial reporter provided the information about the event to the company.